Event description:
It was reported to philips that the system was unable to boot. The user had to manually boot the host computer to restore functionality. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) analysed the system and confirmed the reported issue. Upon troubleshooting, fse found that the bios battery voltage was only 2.7v, which is below standard. To resolve the problem, fse replaced the bios battery. After the repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.